Event description:
It was reported that high impedance was detected on the patient's generator. It was reported that the patient had not experienced any known trauma or manipulation to date and that the patient had not experienced any known clinical symptoms related to the high impedance to date. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.